Event description:
Customer reported there is no thread holding the front right wheel. She fell into a glass cabinet on (B)(6) 2011, breaking the glass and causing scratches on her head and knee from the glass and bruising on her elbow. She did not seek medical attention from a doctor, but from a veterinarian, who stated she would be better off resting at home. She saw her doctor on (B)(6) 2011 for a pre-scheduled appointment who said she was fine.